Manufacturer narrative:
Date received by manufacturer: 23jun2019. Date of report: 27jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reseated the gas delivery system and completed performance verification testing and the issue was resolved. The unit was returned to service. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for investigation. The root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: 18sep2019. The gas delivery system (gds) was returned to the manufacturer for failure analysis. A visual inspection showed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.